Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (medication, programmed amount and delivery rate unknown). The customer reported that the device had been programmed to infuse over a 24 hour time period; however, the device infused within 7 minutes. The event occurred in the telemetry department and there was no patient injury or medical intervention associated with this event. No additional information is available.